Manufacturer narrative:
Manufacturing date: may-1993 getinge became aware of an issue with hanaulux 2007 surgical light. As it was stated, the handle has broken off. Moreover, photographic evidence was showing paint chipping occurrence and torn label leading to missing particles. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination. As the light is end of service, the spare parts are not available. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. With regards to torn label: label peeling is probably due to repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. With regards to handle broken: the hlx 2007 is a very old product. It is 28 years old (obsolete equipment). There are no technical files and no spare parts available of this product. The probable root causes are misuse and/or lack of maintenance. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 16th september, 2021 getinge became aware of an issue with hanaulux 2007 surgical light. As it was stated, the handle has broken off. Moreover, photographic evidence was showing paint chipping occurrence and torn label leading to missing particles. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination.